Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not yet returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event was most likely caused by prying/leveraging the driver during the implant removal process. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient reinjured her acl and required a revision. During the revision the surgeon attempted to remove an arthrex screw (part number unknown) and the tip of the screw drive broke off in the head of the screw. The screw was not in a place where it would interfere with the revision so it was left along with the tip of the driver. The surgeon implanted an ar-1588btb to complete the revision with no further issues other than a slight delay in the case.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Complaint confirmed. The evaluation revealed that the driver's hex was twisted and sheared off. Complainant's event typically caused by continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, torquing while leveraging the device and/or using the incorrect screw with the driver (screw does not seat fully on the driver). Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient reinjured her acl and required a revision. During the revision the surgeon attempted to remove an arthrex screw (part number unknown) and the tip of the screw drive broke off in the head of the screw. The screw was not in a place where it would interfere with the revision so it was left along with the tip of the driver. The surgeon implanted an ar-1588btb to complete the revision with no further issues other than a slight delay in the case.